Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), product type: lead; product ID: 3777-45, serial# (B)(4). Product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3777-45, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that for the past couple of years the patient has been feeling a pinching sensation on the inside of their skin when they would increase stimulation. The patient's stimulation settings are low and they have not been able to turn stimulation up higher or else they feel the pinching. The caller requested to get reprogramming performed. They were redirected to their doctor to schedule an appointment with a manufacturer representative. Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient has extremely sharp pains/pinching sensation when stim is above a certainty intensity. The pain is on both sides, 3 inches outside of the midback in the love handle location, sort of over the hip. Pain is felt immediately when stim gets above a medium intensity. Once she feels the sensation, if she places her hand over the area she gives an audible response (i.e "ouch!"). This has been happening for years and the patient needs to keep her stimulation at a lower level to avoid the sensation. She does get pain relief from the stim. The sensation does not occur with stim off. The caller added that the patient lets the battery run down before recharging and that she recharges at night when sleeping. It was reminded to the caller that it is not recommend. The patient charges 5-8 hours at a time with an average of 6 coupling bars. No falls or trauma was reported. Impedances are normal 1035-1408 ohms. The sensation is not over any part of the implanted system. The caller was advised to check impedances when the sensation is occurring if possible. Caller stated that they have already consulted with the hcp and they will try reprogramming the patient. If that does not work they will explant the system and implant a competitors system. The issue had been occurring for couple of years. An exact date was not provided. Additional information was received from a manufacturer representative. It was reported that the patient can feel the leads and believes they are too close to the skin. The patient will meet with their physician for a physical examination. No further complications are anticipated.